Event description:
During a meniscus repair procedure utilizing a fast-fix 360 curved ndl delivery sys, it was reported that when the needle was pulled out after deploying t1, t2 implant fell off from the inserter needle without pushing the trigger. Although t2 and a part of the suture could be removed from the patient, t1 and the suture tie to t1 remains inside the body. Four different manufacturing lots are cited. The procedure was completed with inside-out saturation. There was a 10 minute delay to in the case and no reported patient injuries or complications.

Manufacturer narrative:
(B)(4).